Event description:
It was reported that the customer received a button error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No button error alarm noted. Esc button did not respond due to corroded keypad trace. Pump received with cracked display window, cracked display window corners, cracked reservoir tube lip and end cap sticker this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).